Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). It is unknown whether reprocessing was practiced in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water supply volume does not meet the standard value due to clogged nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob is out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip, water removal ability did not meet the standard value due to clogging of nozzle, light guide lens was shaved, light guide lens was discolored, objective lens had discoloration, scope connector cover unit had a scratch, forceps elevator knob had a scratch, the image had dark area due to dirt on objective lens, flexibility adjustment ring had a scratch, suction connector has corrosion, protector of universal cord on control section side had a scratch, plastic distal end cover had a scratch, switch box had a scratch, flare occurred due to a scratch on objective lens, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced air/water flow issues. The device was returned for evaluation. During the device evaluation, a foreign body was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.